Event description:
It was reported that the liner was impacted into the shell, but could not get firm engagement. The surgeon checked the liner to confirm no movement within the shell after impaction into the shell, but the liner moved. Then the surgeon impacted the liner into the shell again, but the situation did not change. Therefore, the liner was changed to a 20 degree liner. Event caused a 30 minutes delay and surgeon stated that the patient's rom became narrow.